Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported there was noise on the atrial lead. Programming changes were implemented. The patient was in stable condition.